Event description:
The user facility reports one incident of a disconnect between the pt's catheter and the venous blood tubing set. Event was noticed approx 15 minutes itno hemodialysis treatment. No machine alarm occurred. No problem is reported with the bloodline/catheter connection at initiation of treatment. And no cause for this event has been identified by the user facility. Event occurred in 2001; patient expired over a month later.